Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Home infusion nurse called and reported that the pump is going off with "replace lithium batteries" alert. She replaced pump with new. Batteries­ after working 45 mins it is giving "system time out'' message. Did the reported product fault occur while in use with the patient? Unknown; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; indication: chronic inflammatory demyelinating polyneuritis; frequency: infuse 80 gm (800 ml) intravenously daily for 2 days every 3 weeks. Reported to (B)(6) by health professional.